Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. Patient information was not provided. Livanova (B)(4) manufactures the electronic venous occluder (evo). The event occurred in (B)(6). Through follow-up communication with the customer, livanova (B)(4) was informed that the device calibrated fine, but displayed the error afterwards. The device reportedly was still able to be used upon clearing the error. A livanova field service representative was dispatched to the facility to investigate and was able to confirm the reported issue. A calibration was performed and the issue persisted. The clamp was returned to livanova (B)(4) for further investigation. During evaluation, the clamp was opened and damage to the crimp connection of the ribbon cable, which connects the printed circuit board and the encoder, was identified. This was determined to be the cause of the reported issue. The ribbon cable and all associated bolts of the housing were replaced and a calibration and technical safety inspection were successfully completed. The unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that an electronic venous occluder (evo) displayed an error message and alarmed during a procedure. There was no report of patient injury.